Manufacturer narrative:
(B)(4). The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer states they were able to rewind the insulin pump. The customer stated that self test did not pass. Troubleshooting was performed. The product will be returned for analysis.